Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 2.75mm stent delivery system (sds); catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues. Polymer extrusion kinks and a break at 24.6cm form tip of the stent, were identified. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 06-sept. 2023. It was reported that crossing difficulties encountered. The more than 95% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20 x 2.75 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure the stent failed to cross the lesion. The device was removed, and the procedure was completed with alternative device. There were no patient complications reported. However, returned device analysis revealed shaft detachment.